Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cycler set where the patient connects to the patient line during fill 1 of pd treatment. The patient did not receive any alarm from the cycler. The leak began during fill 1 of treatment. The source of the leak is a missing piece from where the patient connects to the patient line. There was no fluid leak observed within the cycler. The patient was advised to notify the peritoneal dialysis registered nurse (pdrn). At this point during the call the patient terminated the call. Upon follow up, the pdrn reported that the patient has memory issues and on previous occasions has initiated treatment and forgotten to connect herself to the cycler. The pdrn was unable to confirm if that occurred during this event. Treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn had no specific details regarding the alleged missing piece on the cycler set. The reported cycler set's availability status for return is unknown. The pdrn indicated that the patient was seen at the clinic the following day where pd effluent cultures were taken and the patient was given 3 doses of prophylaxis vancomycin 1g via intraperitoneal administration. The culture results were negative for infection.